Event description:
It was reported that the patient presented experiencing muscle stimulation. Interrogation found the pulse generator to be in backup vvi mode. Memory corruption was confirmed with a status report showing multiple bit flips. Due to telemetry corruption, further troubleshooting could not be performed. The device was explanted and replaced due to unresolved bvvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup operation with multiple bits flipped. The battery was found at elective replacement indicator voltage when the device was cut open. Backup operation did not recur during testing with a new battery. The implant duration was 5.03 years, which did not exceed 75 percent of the device's 6.9 years projected longevity. Field setting information was not received.